Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regr1388 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regr1388) have been reported from the same facility in china.

Event description:
It was reported that black spots were found with the seldinger prior to use. It was stated the device was discarded. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of material found on the vessel dilator was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a vessel dilator. The depicted dilator had been removed from the peel-apart sheath. Three small black dots were visible on the shaft of the dilator near the plastic collar. Marks or material were visible in the submitted photograph; however, inspection of the photograph was insufficient to identify the source. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include deposition of material prior to, or during attempted use.

Event description:
It was reported that black spots were found with the seldinger prior to use. It was stated the device was discarded. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.